Manufacturer narrative:
Additional information the device was manufactured between march 07, 2019 - march 08, 2019 the device was received for evaluation. A visual and magnified inspection was performed which observed two (2) curved white plastic like shavings approximately 0.25 inches in length on a piece of tape found outside in back of the bag. The cause of the plastic like shavings could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was contaminated. It was further reported that when the technician took the cap off, they noticed plastic ¿shavings". This issue was identified prior to patient use. There was no patient involvement. No additional information is available.